Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm may have occurred; however, this could not be confirmed. Customer's blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.